Event description:
It was reported that the catheter was placed in a (B) (6) male pt. After confirmation of placement and tip location with x-ray, the peripherally inserted central catheter (PICC) was used for infusion by the floor staff. The pt subsequently went to radiology for a CT of the abdomen and pelvis with and without contrast. The CT without contrast was completed, but when the contrast was injected, the PICC fractured just beyond the junction hub right at the 50 cm mark, causing contrast to spray onto the pt. The procedure was stopped and the catheter was removed. More info has been requested regarding percutaneous sheath introducer (psi) used.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional info becomes available.